Event description:
It was reported that the patient was unable to consistently inflate the cylinder of his inflatable penile prosthesis (ipp). The physician also stated that he was having difficulty fully inflating the cylinders as well. During the surgery the doctor was able to isolate the pump upon removing it from scrotum keeping it still connected he was able to fully inflate and deflate the device without any issues. The doctor believes that a kinked tubing was causing the inflation issue. The physician still opted on changing out the pump to be sure there would not be any further issue. A new pump was placed and reconnected and cycled numerous times without any issue. The cylinders and reservoir were not removed. There were no further patient complications. No more information is available at the moment, additional information will be provided as relevant information becomes available.